Manufacturer narrative:
H4: the lot was manufactured from october 16, 2018 - october 17, 2018. H10: the actual device was received for evaluation. Visual inspection was performed and found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the luer adaptor and blue winged luer cap. This occurred during filling. There was no patient involvement. No additional information is available.